Event description:
It was reported that there was no telemetry, no magnet response, and no output. It was noted that during the last follow-up in nov 2007, device longevity was estimated to be 4.5 to 5.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.